Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The event was considered to be possibly related to the device, and the event resolved on (B)(6) 2021. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to an outside emergency department with acute onset right epistaxis. They were noted to have subtherapeutic international normalized ratio (inr) of 6.9. Treatment and nasal packing was given at outside facility, then the patient was transferred to the ventricular assist device (vad) site to be medically managed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.